Manufacturer narrative:
The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was surgically abandoned and replaced during a revision procedure to address a dislodged right atrial (ra) lead. No additional adverse patient effects were reported.